Event description:
Per the audiologist, the patient experienced a decrease in performance. The results of an integrity test in 2009 indicate multiple electrode anomalies. Reprogramming around the anomalous electrodes did not alleviate the issues. The patient was explanted 2 months later, and the patient was reimplanted with a new device during the same surgery.